Event description:
Problem reported was regarding the inspiratory and expiratory pressure variation during pressure control support ventilation, peep not stable, expiratory valve and pc1622 replaced. It was observed that the inspiratory pressure after calibration was slowly increasing and not staying at zero value. Exchanged the inspiratory and expiratory pressure amplifier (pc1611) but got stuck to -9.8 and zeroing not possible.